Event description:
Additional information received reported the leads had migrated down and were touching. A revision was conducted on (B)(6) 2012, after which, impedances were within normal limits and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Lead model 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. (B)(4).

Event description:
It was reported that the patient's device had low out of range impedances. The need for revision was discussed. An x-ray was recommended. Additional information was requested.